Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple motor error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer reported the drive support cap appears normal. Pump history contains both an e70 alarm and more than one motor error alarm within a 30 day period. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to corroded home motor switch noted. Unable to perform occlusion test, prime or a33 test, excessive no delivery test.